Event description:
On july 30, 2008, a doctor reported that four veneers placed with nx3 on a patient had fallen off.

Manufacturer narrative:
The actual device involved in this incident was returned to kerr corporation for evaluation. The doctor reported that a white shade cement was used; however he could not identify which specific nx3 lot was used on the patient. As a result, the doctor returned three nx3 kits which included white shade cements. The returned devices and retain samples underwent adhesive strength testing. The results indicated that the products were within specifications. This is the final report.

Manufacturer narrative:
The doctor reported that two of the patient's veneers were recemented with a different product without incident. The patient has decided to move to a different office for seating of the remaining veneers that had fallen off. The device was returned to kerr corporation for evaluation. Device evaluation is anticipated but not yet begun.